Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker device was experiencing difficulty interrogating. The electrocardiogram (ECG) showed normal sinus rhythm, however there was no response when magnet was applied. It was assumed that this device could have been depleted completely. A day later, the patient reported heart palpitation symptoms and was seen in clinic. The device was then able to be interrogated and found to be in safety mode. Subsequently the device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.